Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported that his daughter's blood glucose reached 400 mg/dl less than 36 hours after the pod was activated and that the cannula was bent. There was also insulin leaking around the adhesive pad.